Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia after one month of use, with increased frequency noted after the user, per healthcare provider direction, stopped meal announcing due to diet-related concerns. Symptoms included numbness and tingling in the extremities and visual disorientation, with episodes occurring in the early morning and treated with oral glucose. Outcomes included urgent and low glucose events without hospitalization. Investigation included troubleshooting and education through customer care and assignment for additional training regarding hypoglycemia management. Investigation of this case revealed no device malfunction was identified, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.